Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 61mg/dl and high blood glucose levels of 290 mg/dl. The customer was treated lows with 15 fast acting carbs. Customer's blood glucose value was 290 mg/dl. The customer declined troubleshoot for high blood glucose levels and low blood glucose. The customer reported that insulin pump had no delivery alarm and in july month pump had unexpected restart and external ram crc error. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. The product was returned for analysis.